Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection, ulcers and pneumonia are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube, after a nasal test phase. On an unknown date the stoma site was reddened and metronidazole i.v. Antibiotic was started. On (B)(6) 2018 the patient worsened with increasing inflammatory values there was diagnosis of septic shock after peg/ pej placement and the patient was intubated with a primarily unclear infection focus. The patient suffered from increasing somnolent episodes. In addition, an inflamed purulent puncture site was noticed. An x-ray control and an abdominal overview image with contrast agent was taken on (B)(6) 2018. In case of additional hb-relevant hematin secretion via the peg, immediate gastroscopy was performed in cases of suspected acute gastrointestinal bleeding. An acute source of bleeding could be excluded. However, the stomach and duodenum were filled with plenty of hematin. There were also several isolated ulcers, including the fixation plate of the peg. The distal tube was intraduodenal. On the normal ward, the patient stabilized initially, but it came to a renewed worsening with significantly increasing inflammatory levels most likely as a resurgence of pneumonia. Thereafter, antibiotic treatment with fosfomycin and imipenem was started, supplemented with antifungal treatment with caspofungin for 2 weeks until (B)(6) 2018. It improved the general condition and the intravenous therapy was stopped